Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Correction: the information for both of the implanted sapien valves was provided. However, no clarification was made as to which sapien valve was implanted first. (B)(4)/lot no.59177809/mfg date: 12/7/2011 /exp. Date: 10/19/2013. (B)(4)/lot no.59178037/mfgr date:12/7/2011/exp. Date: 10/19/2013. (B)(4). Cine images were submitted to edwards for review. The following observations were made: severe aortic valve calcification, severe aortic root calcification, no porcelain aorta, severe semi-circular mac. Stable bav x 1 demonstrated. Poor coaxial alignment with angulation of the delivery system noted during positioning. Initially the flex catheter was pulled back, but during final positioning the flex catheter had been advanced. There was significant movement of the catheter during positioning so the advancement of the flex cath may have been to stabilize the valve during positioning within the native annulus. On full balloon inflation, the aortic end of the balloon appears to be in contact with flex cath tip though there was no obvious ventricular movement of the balloon or valve. Fair image intensifier angle (iia). No loss of pacing capture and ventilation held during valve deployment. Final positioning of valve with verification of contrast not available on cine. Final deployment of valve 90:10 ventricular with post deployment aortogram demonstrating ar. Second sapien valve positioned 50:50 aortic within the 1st sapien valve. During rvp and deployment the valve appears to be pulled aortic with final deployment in a 70:30 aortic position within 1st valve. Post valve in valve deployment aortogram demonstrates no ar. Impressions: ventricular (90:10) deployment of 1st sapien valve apparent on cine with resulting ar. A 2nd valve was deployed in satisfactory position with improvement in ar. An exact root cause cannot be determined as final positioning of the valve was not captured on cine. It is unclear if final positioning of the valve was optimal. It is possible that poor coaxial alignment of the delivery system in addition to the flex cath coming in contact with the inflated delivery system balloon contributed to the ventricular deployment of the 1st sapien valve. The implanted valve was not returned for evaluation as it remains implanted in the patient. The device history record (DHR) review of the effected valves show the devices met specifications prior to distribution of the device. Per the IFU, device migration or malposition requiring intervention is a known potential adverse event associated with the tavr procedure. In addition, physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, based on the imagery review it appears that an exact root cause of the reported event cannot be determined as final positioning of the valve was not captured. It is unclear if final positioning of the valve was optimal. It is possible that poor coaxial alignment of the delivery system in addition to the flex cath coming in contact with the inflated delivery system balloon contributed to the ventricular deployment of the 1st sapien valve. It is to be noted that the sapien valve via transaortic approach has not been clinically evaluated by edwards, and thus, it is unknown if any additional risks are present that could have contributed to this complaint. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported through the patient registry, during a transaortic transcatheter aortic valve replacement (tavr) procedure, a decision was made to deploy a second 23mm sapien valve. Attempts are being made to obtain further information.

Manufacturer narrative:
The correct date of awareness for this event is (B)(6) 2012 this file was found to be a duplicate of file (B)(4). This event was reported under manufacturer report number 2015691-2012-17865.